Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin issues at the magnet site. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.